Manufacturer narrative:
Batch review performed on 18 april 2024: lot 164839b: (B)(4) items manufactured and released on 02-dec-2021. Expiration date: 2026-11-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional devices involved: batch reviews performed on 18 april 2024: liner: versafitcup dm 01.26.2858mhc double mobility hc liner ø 58/28 (k092265) lot 1909381: 50 items manufactured and released on 13-dec-2019. Expiration date: 2024-12-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Cup: versafitcup 01.26.58mb acetabular shell ø 58 (k083116) lot 1906138:(B)(4) items manufactured and released on 16-mar-2020. Expiration date: 2025-03-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient underwent primary surgery on (B)(6) 2022. On (B)(6) 2022, the patient has been revised the first time because of surgical wound issues. Ceramic ball head ø36 size xl and liner ø36/e revised successfully and the surgeon implanted ceramic ball head (ø36 size xl) and pe liner. On (B)(6) 2022, the patient underwent a second revision surgery due to joint luxation. Ball head, liner and acetabular shell have been successfully revised and versafitcup dm ø58mm, liner dm ø28/58mm dmi and cocr ball head ø28 size xl (+7) were implanted. On (B)(6) 2022, the patient has been revised because of infection and the surgeon performed a washout with revision of mobile parts of the prosthesis.